Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-20597. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reports left side pain, swelling and capsular contracture baker grade unknown. Later healthcare professional reported "capsular contracture is iii". Later healthcare professional reported "severe mastalgia", "contracture" and "radial folds". The device remains implanted.